Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-27 additional information was received from a healthcare provider. An office visit summary was included and summarized below. The patient presented for follow-up of urinary and fecal incontinence. Interstim settings had been adjusted with no significant improvement. At baseline, the patient continued to struggle with frequency every 30 minutes. With medications the patient noted improvement in nocturia down to once per night compared to the previous three times per night. The patient's daytime frequency continued to bother them. The patient also struggled with frequent bowel movements and fecal incontinence. The patient was wearing at least one diaper daily.the possibility of a suprapubic catheter tube for management of worsening symptoms was discussed, but the patient would like to try interstim changes first. The patient has a history of gross hematuria, chronic cystitis. A bladder scan was conducted that showed a103 ml residual volume. The patient was traveling the following day so programming changes were scheduled for after since the patient had previously suffered from pain following changes. A symptom check was planned for 2-4 weeks following the appointment where any setting changes would occur. At the end of the visit the patient was left on program d at 0.4v.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for at least the past 2 weeks they have been having a lot of trouble with their bladder and bowel. Caller stated that they are going to the bathroom every 10-15 minutes and not much is coming out. Caller added that sometimes they have to go so bad but they can't go or they have a small stream and very seldom have a solid stream. Agent walked caller through changing programs. Caller increased stimulation to a comfortable level. Caller will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient was redirected to their doctor if the issue persists. Patient stated that they are having a urolift on (B)(6).